Manufacturer narrative:
(B)(4). The complaint rt020 filter was not returned to fph in (B)(4) for evaluation. Our investigation is therefore based on the information provided by the customer. Further information was sought from the hospital and we were informed that the hospital could not confirm how long the filter was used. The hospital stated that filters are checked regularly and replaced when there is water inside the filter or after 24 hours of use. The rt020 filter is a single use product designed as bacterial/viral filter to prevent contamination by microorganisms present in the ventilatory gases of patients undergoing treatment. From the description of events it does not appear that the subject filter was defective in any way, but needed to be replaced, as per our user instructions. Our user instructions which accompany the product state: - change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure. - when nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that an rt020 end expiratory filter was allegedly clogged with crystalized saline and caused the ventilator to stop working. No patient consequence was reported.